Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 7. Reference MFR. Report# 1627487-2015-20412. Reference MFR. Report# 1627487-2015-20413. Reference MFR. Report# 1627487-2015-20414. Reference MFR. Report# 1627487-2015-20415. Reference MFR. Report# 1627487-2015-20416. Reference MFR. Report# 1627487-2015-20417. Further follow up identified the patient received antibiotics and the infection has resolved.

Event description:
Device 1 of 7, reference MFR. Report# 1627487-2015-20412, reference MFR. Report# 1627487-2015-20413, reference MFR. Report# 1627487-2015-20414, reference MFR. Report# 1627487-2015-20415, reference MFR. Report# 1627487-2015-20416, reference MFR. Report# 1627487-2015-20417. It was reported the patient ((B)(6)) experienced an infection (date of event unknown). The site of infection is unknown at this time. Therefore, all the possible devices involved in the allegation are being reported. The patient received 2 scs anchors (model # 1192) with a same lot number (lot #4511295).

Manufacturer narrative:
(B)(4). The device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.